Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with physioneal 40 viaflex therapy intraperitoneally (ip) for peritoneal dialysis. On (B)(6) 2011, the patient was diagnosed with peritonitis. The patient himself supposed a relationship with the physioneal bag. Treatment and event outcome were not reported. It was not reported if physioneal therapy continued. The nurse did not provide an opinion of causality for the event of peritonitis.